Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The main printed circuit (pc) board is out of electrical specification. Upper and lower cases are broken and contaminated. Ring and side bail covers are broken. Lead flex cover is broken. Keyboard is scratched. Battery drawer o-ring is missing. A detailed analysis of the main pc board was performed. This analysis found that a capacitor was out of specification with low capacitance. This failure resulted in premature shut down of the device upon battery removal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The clinician reported that the external pulse generator (epg) would not pace for a minimum of fifteen seconds when the battery was removed. The epg was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The main printed circuit board is out of electrical specification. Upper and lower cases are broken and contaminated. Ring and side bail covers are broken. Lead flex cover is broken. Keyboard is scratched. Battery drawer o-ring is missing.